Event description:
Very limited info was rec'd 9/08/1999 that a pt had refractive surgery on or about 11/11/1997. It was stated that the pt sustained injuries, including "blurred vision, partial loss of sight, and overall optical sensitivity." The devices used during the surgery were referred to only as an "excimer laser" and a "suction ring." The pt is also the lawyer who made this report. Add'l info has been requested, however, no response has been rec'd to date.